Manufacturer narrative:
(B(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, "from last six days", the patient began treatment for the suspected peritonitis with unspecified antibiotics by injection (dose and frequency were not reported). At the time of this report, the suspected peritonitis was resolving, the patient was recovering from the event and was reportedly doing well. It was not reported if dianeal therapy was ongoing. No additional information is available.